Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for analysis. Visual and optical examination revealed approximately ~2mm of the tip has been broken off. Fracture surface analysis revealed a fairly brittle angulated fracture and directional river lines consistent with bending moment.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the screwdriver was broken during surgery. Although the instrument was used intraoperatively, no patient injury was reported.